Event description:
Additional information received notes that programming changes were performed. The patient condition was stable.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. There were no patient consequences.